Event description:
Pt transitioned from kangaroo pet to joey enteral pump. Nurse visited pt/mom for training. Mom used pump and with infusion of 1/2 can of formula pt began to vomit, had formula coming out of his nose and "c/o stomach pains". Mom was sure rate of joey was properly set. Stopped using joey and went back to using kangaroo pet without problem. Reported to covidien/kendall who indicated that if the bag is hung >6" above pump (top of fluid in bag at start of infusion), the pump will deliver 15-20% faster than set rate.